Event description:
System was explanted due to leakage. Dye study was done prior to explantation which showed leakage that seems to be coming from the portal. Unsure where but is not coming from the portal/catheter connector upon explantation the catheter portion of the catheter was cut off.